Manufacturer narrative:
Investigation results: visual investigation: the tube is fractured at one end, one fragment was provided for investigation. The tube was manufactured in 2011, multiple scratches can be found all over the surface. No pores, inclusions or foreign bodies could be found on the area of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with insulated outer tube 5/5mm 310mm. According to the complaint description the end of the device broke off during surgery. The malfunction occurred during a laparoscopic cholecystectomy procedure. A maryland dissector was being used inside the tube. The physician was able to remove all the loose pieces easily; there was no surgical delay or x-rays required. An additional medical intervention was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore an investigation of the complaint device was not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. An usage or wear and tear related error cannot be excluded taking into account the information currently available. Based on the investigations and results of the 8d report no CAPA is necessary.